Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date for five days with blood glucose of over 600 mg/dl. The customer was experiencing nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by manual injections but it was not helpful to bring his blood glucose down so he admitted to the hospital. Customer reported that they have contacted their health care professional regarding high blood glucose. Troubleshooting was declined for high blood glucose. Customer was unable to upload complete care link. The insulin pump will not be returned for analysis.